Event description:
I have been suffering from chronic pelvic pain, heavy bleeding, abdominal pain, rashes, dizziness, ut infections, headaches, bruising, tingling in hands and legs, itching every where, nausea, blurry vision, dry eye socket, hot flashes, muscle weakness, brown spots under brest and on arms, lower back pain. (B)(4).